Event description:
The customer reported that the system continued to fluoro after the exposure button was released. This is consistent with a system lockup. There was no uncommanded x-ray. Thee is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.